Event description:
On (B)(6) 2025, I had blood drawn for an hsv-2 igg type-specific antibody test, which was processed by synergy laboratories, inc. In birmingham, alabama. The result came back positive, with no index value or numerical data provided, only a qualitative result indicating "abnormal" and "positive" under the hsv-2 igg category. This test caused immense psychological distress, disrupted my daily functioning, and prompted significant anxiety, especially given the serious personal and social implications of an hsv diagnosis. I begged the lab for my igg number, and they flat out refused to give it to me or my provider. I sought a second opinion through quest diagnostics, a highly reputable reference lab, two weeks later on, (B)(6) 2025. The result from quest was definitively negative, with an index value reported as <0.90 aligning with the food & drug administration's negative range standards for hsv-2 igg testing. Upon further investigation, I was told by the lab director that synergy's test was qualitative and that their machine did not report an igg number, which has been repeatedly shown in peer-reviewed research to produce a high number of false positive outcomes, particularly when index values are not provided or disclosed to the patient. The lack of transparency and numerical data makes it nearly impossible to interpret or verify borderline results and prevents the patient from advocating for confirmatory testing. This experience raises serious concerns about the continued use and food drug administration allowance of qualitative-only hsv-2 tests, especially considering their established low specificity in asymptomatic populations. I am submitting this report in hopes that it will contribute to greater scrutiny of these platforms, especially when they do not provide index values or follow-up confirmatory testing for results that may fall into the "low positive" range. I am happy to provide documentation, lab results, and correspondence if needed. I strongly urge the food & drug administration to re-evaluate the use of qualitative-only hsv-2 igg assays and demand numerical transparency from labs offering these tests to prevent future emotional and psychological harm to patients.